Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6)2025 the mother of the teenage end-user called to report that the user was hospitalized on (B)(6)2025 with diabetic ketoacidosis (dka) and elevated blood glucose (bg) of 1100 mg/dl. The mother stated that they believe there was a possible "connection issue" with the infusion set that may have led to the elevated bg but neglected to contact support or seek assistance. The user was admitted to the emergency room (ER) and treated with intravenous insulin and manual injection of long-acting insulin (lantus). Immediate health effects include mental confusion and dysphasia. The user lost the ilet during the event and has not yet returned to insulin pump therapy.